Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative, neuro coordinator, reported on (B)(6) 2015 that while in a spine procedure on (B)(6) 2014, they noted that one of the prongs on their spine clamp was broken. This was discovered at the beginning of the procedure. The surgeon chose to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
(B)(4) 2014 - in trouble-shooting, a medtronic representative reported that one pre-op 3d o-arm nav scan was taken on this patient. The clamp appeared broken on the scan. Clearly seen is asymmetry in the teeth on the clamp, with visible tips on three of the four prongs at the end of the clamp. No metal fragments are noted on either the orthogonal views or the 3d reconstruction. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that it is believed the device may have broken during sterile processing. Return requested. Replacement spine reference clamp shipped to site (B)(4) 2015. Medtronic investigation of returned suspect spine reference clamp finds that, as reported, one of the four teeth has broken off and is missing. Otherwise, the clamp functions normally. Physical damage - pieces missing.